Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, while the device was inserted and removed several times, the paddle would not open and close smoothly. The surgeon removed the device from the cavity and noticed the distal end of shaft was torn. After confirming nothing fell into cavity, a new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.